Event description:
It was reported the patient¿s frequency of recharging the ipg had increased every 24 hours. As a result, the patient underwent surgical intervention wherein the ipg was "explamted" and replaced.